Event description:
Follow up information received identified the patient had his scs ipg replaced. The reported issue was resolved.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was inoperable. A company representative met with the patient and attempted to connect with the ipg and programmer but was unable to establish any communication. Reportedly, the patient had not charged the ipg in several months, the ipg battery had depleted. Surgical intervention may be taken to replace the patient's scs ipg.